Event description:
Ventricular defibrillator lead revision was performed on (B)(6) 2013 (one inappropriate shock had been rec'd on 27 sept). The ICD battery voltage was displayed as 3.0v until the lead revision (included). One day after (upon the f/u visit) the ICD battery voltage had dropped down to 2.5v (end of service indicator). Reportedly, a warning message was displayed: "battery voltage dropped within 24h from 3.0v to 2.5v (eol)." According to the physician, no shock occurred during lead revision. Replacement of the ICD was scheduled on (B)(6) 2013.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Preliminary analysis of the fles revealed that the battery voltage drop most probably results from the numerous charges that occurred due to the reported lead issue. ICD replacement should be scheduled shortly. Reportedly, replacement should occur on (B)(6) 2013. Analysis is pending.